Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient underwent a revision due to pain and loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the tibial component confirmed that foreign material was present on the posterior surface as well as on the peg. Anterior surface of the tibial plate has gouges and scratches. Review of the device history records for tibial component did not find any deviations or anomalies. Primary and revision op-notes were received. Primary surgery notes confirm that the patient underwent left total knee arthroplasty due to arthritis. During surgery, it was noted that patient had 5 degrees of fixed varus deformity and approximately 3 degrees of flexion contracture. The knee was stable to ligamentous stressing. The patella was subluxed laterally and the knee flexed to 90 degrees. The tibia sized well to a g baseplate. Knee's alignment, range of motion, ligamentous balancing and patellar tracking were satisfactory. Patient was discharged in stable condition. Per office visit notes, patient complained of pain in the left leg. Radiographic images reported that there was no lack of ingrowth, but the surgeon stated that a possibility of partial ingrowth exists and this could be contributing to his pain. During the revision surgery, it was noted that there were no signs of infection or loosening. There was only minimal spot welding and mostly fibrous ingrowth into the under surface of the tibial baseplate. The pegs were cut off and there was some bony ingrowth on the pegs on both sides. Excellent stability and satisfactory range of motion were achieved. Patient was in stable condition post-op. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing postoperative pain. A revision is scheduled.